Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the central control monitor display was erratic and did not function as expected. The user reported, the surgical procedure was completed successfully and there was no adverse consequences to the patient as a result of this event.